Manufacturer narrative:
Bx velocity is not distributed in the us; however, it is similar to us distributed velocity (vx) product. This is one of three reports submitted for reltated events for the same patient. Please reference MFR. Reports #'s: 9616099-2007-01926, 9616099-2007-01927, and 9610978-2007-00370.

Event description:
This female patient with a significant cardiac history of hypertension, hyperlipidemia, diabetes (insulin dependant), experienced an anterolateral wall myocardial infarction (mi) three months prior to this admission, which was treated with the placement of a 2.5 x 28mm bx sonic stent (in 2007). This left her with severe systolic dysfunction (ejection fraction = 30%) was admitted with unstable angina and was treated with percutaneous coronary intervention (pci). She was currently taking aspirin, plavix, statins, ace inhibitors, and beta-blockers. Angiography revealed an 85% diffuse (12mm), type b2 instent restenosis of a 2.5 28mm bx sonic bare metal stent implanted across the bifurcation of the mid left anterior descending artery (lad) and the diagonal branch (three months prior). The lesion was smooth and eccentric. There was no thrombus noted. Aspirin, plavix, and heparin were administered. A 6fr guiding catheter and two ptca guidewires (buddy wires) were used to access and secure the affected vessels. The lesion was predilated with a 2.5 x 15mm balloon inflated to 14 atms. The 2.5 x 33mm cypher select plus stent was positioned from the proximal through the mid-lad (intra stent) and was deployed to 18 atms with good results. The lesion and bifurcation were post dilated with a 2.5 x 15mm balloon inflated to 14 atms. Angiography also noted a second lesion in the right posterior descending artery (pda). This lesion was a 75% , de novo, focal (10mm), smooth, eccentric, type b2 lesion. The vessel was described as moderately tortuous in the proximal segment. There was no thrombus noted. The lesion was not predilated. A 2.25 x 13mm cypher select plus stent was positioned within the lesion site and was deployed to 20 atms with good results. The stent was not post dilated. The IV heparin was discontinued. While recovering in the hospital, the patient was put on a regimen of daily aspirin, plavix, low molecular weight heparin, insulin, statins, beta-blockers, ace inhibitors. Approximately 24-hours post procedure, the patient complained of dyspnea and chest pain. She was transported back to the cath lab for emergent evaluation. Both of the cypher select plus stents were patent, with timi iii flow through out the stented vessels. The patient was treated with nitroglycerine, ace inhibitors, and beta-lockers with complete resolution of symptoms. The patient did suffer acute renal dysfunction following the procedure, just as she had in the procedure three months prior. A nephrologist followed her for this. Five days post procedure, the patient experienced sudden cardiopulmonary arrest. ECG revealed ventricular tachycardia, which was refractory to all resuscitation attempts. The patient expired. It is felt that there is likely evidence for stent thrombus as the cause of this event. This is felt to be related to the patient's underlying ventricular dysfunction (ef = 30%).